Manufacturer narrative:
The device has not yet been returned for evaluation. Once the device has been received and the investigation has been completed, a supplemental report will be filed.

Event description:
It was reported that during the procedure, "the tissue was slipping through. The device tore the tissue." The procedure was completed successfully after the tear was repaired with sutures and a minimal surgical delay.

Manufacturer narrative:
The device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the returned device revealed evidence of clinical use. The device was functionally tested and it was determined that the device functioned as intended. Based on the information in the IFU, it is possible that the jaws were not fully closed/tightened after placing the instrument in the desired position on the tissue.

Event description:
It was reported that during the procedure, "the tissue was slipping through. The device tore the tissue." The procedure was completed successfully after the tear was repaired with sutures and a minimal surgical delay.